Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced sustained hyperglycemia while using the ilet system after a supply change, with a highest blood glucose of 460 mg/dl and alerts for prolonged elevated glucose; the caregiver reported not priming insulin through the tubing before inserting a 23", 6 mm infusion set and observed leaking at the cartridge and connector, consistent with an infusion set deployed incorrectly or a connector not attached correctly, and troubleshooting and education were completed. Symptoms included nausea. Outcomes included no medical intervention, no hospitalization, no assistance required, and no ketones, with glucose trending back toward range after supplies were changed. Investigation included a review of the event details and user troubleshooting with education on proper supply change. Investigation of this case revealed user technique issues leading to inadequate insulin delivery due to an improperly deployed infusion set or improperly attached connector, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to infusion set deployment and connection.